Manufacturer narrative:
The device evaluation is on-going. Should additional/relevant information received, a follow up report will be provided.

Event description:
While evaluating an olympus 4mm telescope, it was discovered that the unit¿s eyepiece was damaged. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the issue occurred due to the effect of a large mechanical force from a shock or fall; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.